Event description:
It was reported that the right ventricular (rv) lead had high threshold. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed.) The outer insulation had cosmetic environmental stress cracking (esc), breached cut, cosmetic depression and apparent explant damage.